Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00620205420 lot number: unknown brand name: tm modular cup, femoral head - part number 01.25.031, lot number 182513 unknown stem. Report source: (B)(6). Reported event was confirmed by review of medical records noting patient underwent a previous revision along with two closed reductions for dislocation. Patient continued to dislocate and underwent a hip revision where the cup was found to be loos. A fracture of the greater trochanter was also noted during the procedure. DHR was unable to be reviewed and the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00352. 0001822565-2020-00353. 0001822565-2020-00354. 0001822565-2020-00355. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to recurrent dislocation and acetabular cup loosening. It was noted that a trochanter fracture was noted to have occurred prior to revision. Additional information on the reported event is unavailable.